Manufacturer narrative:
The device was received by (B)(4) and is being returned to the manufacturing facility in (B)(4) for an engineering investigation. There was no patient injury reported for this incident.

Event description:
(B)(4).